Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / horrible pain every time with periods") in an adult female patient who had essure (batch no. B59458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes in 2013, nabothian cyst in (B)(6) 2013, gerd in 2017, obesity in 2013, anemia in 2013, allergic rhinitis in 2013, uti in 2013, uterine leiomyoma, breast pain on (B)(6) 2016, uterine prolapse, uterovaginal prolapse and polyp of corpus uteri. (B)(6) 2013, urine tests: an hcg pregnancy test was negative. The patient also had a family history of breast pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as allium sativum (garlic) since 2013, ascorbic acid, biotin since 2013, cinnamomum spp., ferrous sulfate since 2013, glibenclamide (glyburide) from 2012 to 2013, nifedipine since (B)(6) 2017 and vitamins nos (mvi) since 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laproscopic vaginal hysterectomy with bilateral salpingectomy and perincorrhaphy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dysmenorrhoea and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Tubal ostia were positively identified bilaterally and the essure devices applied successfully in the specified fashion. The right tube had 4_colls visualized after placement and the left tube· had 2_ coils visualized after placement. It was reported that she was a para "5223". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received : lot number added. Patient details added. New events - abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), pain were added. Onset date of events updated and added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / horrible pain every time with periods') and genital haemorrhage ('abnormal bleeding (general),') in a 33-year-old female patient who had essure (batch no. B59458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd in 2017, breast pain on (B)(6) 2016, nabothian cyst in (B)(6) 2013, gestational diabetes in 2013, obesity in 2013, anemia in 2013, allergic rhinitis in 2013, uti in 2013, uterine leiomyoma, uterine prolapse, uterovaginal prolapse and polyp of corpus uteri. *(B)(6) 2013, urine tests: an hcg pregnancy test was negative. The patient also had a family history of breast pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as allium sativum (garlic) since 2013, alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2018, ascorbic acid, biotin since 2013, cefalexin monohydrate (keflex) from (B)(6) 2013 to (B)(6) 2018, cinnamomum spp., ciprofloxacin betain (cipro) from (B)(6) 2013 to (B)(6) 2018, ferrous sulfate since 2013, glibenclamide (glyburide) from 2012 to 2013, naproxen from (B)(6) 2013 to (B)(6) 2018, nifedipine since (B)(6) 2017, promethazine from (B)(6) 2013 to (B)(6) 2018 and vitamins nos (mvi) since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laproscopic vaginal hysterectomy with bilateral salpingectomy and perincorrhaphy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea, abdominal pain lower, depression, anxiety and uterine prolapse outcome was unknown and the vaginal haemorrhage, menorrhagia, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Tubal ostia were positively identified bilaterally and the essure devices applied successfully in the specified fashion. The right tube had 4_colls visualized after placement and the left tube· had 2_ coils visualized after placement. It was reported that she was a para "5223". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jun-2019: new pfs received- new events added:abnormal bleeding (general), psychological or psychiatric problems condition: depression,mental anguish and other injuries or complications: uterine prolapse were added.new reporter and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / horrible pain every time with periods') in a 33-year-old female patient who had essure (batch no. B59458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd in 2017, breast pain on (B)(6) 2016, nabothian cyst in (B)(6) 2013, gestational diabetes in 2013, obesity in 2013, anemia in 2013, allergic rhinitis in 2013, uti in 2013, uterine leiomyoma, uterine prolapse, uterovaginal prolapse and polyp of corpus uteri. (B)(6) 2013, urine tests: an hcg pregnancy test was negative. The patient also had a family history of breast pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as allium sativum (garlic) since 2013, alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2018, ascorbic acid, biotin since 2013, cefalexin monohydrate (keflex) from (B)(6) 2013 to (B)(6) 2018, cinnamomum spp., ciprofloxacin betain (cipro) from (B)(6) 2013 to (B)(6) 2018, ferrous sulfate since 2013, glibenclamide (glyburide) from 2012 to 2013, naproxen from (B)(6) 2013 to (B)(6) 2018, nifedipine since (B)(6) 2017, promethazine from (B)(6) 2013 to (B)(6) 2018 and vitamins nos (mvi) since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laproscopic vaginal hysterectomy with bilateral salpingectomy and perincorrhaphy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the genital haemorrhage, migraine, dysmenorrhoea, abdominal pain lower, depression, anxiety and uterine prolapse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: need for additional surgery. Tubal ostia were positively identified bilaterally and the essure devices applied successfully in the specified fashion. The right tube had 4_colls visualized after placement and the left tube· had 2_ coils visualized after placement. It was reported that she was a para "5223". Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / horrible pain every time with periods') in a 33-year-old female patient who had essure (batch no. B59458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd in 2017, breast pain on (B)(6) 2016, nabothian cyst in (B)(6) 2013, gestational diabetes in 2013, obesity in 2013, anemia in 2013, allergic rhinitis in 2013, uti in 2013, uterine leiomyoma, uterine prolapse, uterovaginal prolapse and polyp of corpus uteri. (B)(6) 2013, urine tests: an hcg pregnancy test was negative. The patient also had a family history of breast pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as allium sativum (garlic) since 2013, alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2018, ascorbic acid, biotin since 2013, cefalexin monohydrate (keflex) from (B)(6) 2013 to (B)(6) 2018, cinnamomum spp., ciprofloxacin betain (cipro) from (B)(6) 2013 to (B)(6) 2018, ferrous sulfate since 2013, glibenclamide (glyburide) from 2012 to 2013, naproxen from (B)(6) 2013 to (B)(6) 2018, nifedipine since (B)(6) 2017, promethazine from (B)(6) 2013 to (B)(6) 2018 and vitamins nos (mvi) since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laproscopic vaginal hysterectomy with bilateral salpingectomy and perincorrhaphy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the genital haemorrhage, migraine, dysmenorrhoea, abdominal pain lower, depression, anxiety and uterine prolapse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: need for additional surgery. Tubal ostia were positively identified bilaterally and the essure devices applied successfully in the specified fashion. The right tube had 4_colls visualized after placement and the left tube· had 2_ coils visualized after placement. It was reported that she was a para "5223". Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- bladder disorder, urinary tract disorder, bladder infection, uti, vaginal infection, vaginal discharge, outcome of the previously reported event- pelvic pain female were updated, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.